Event description:
Pt having ptca/stent of right coronary artery. During balloon inflation, a 3.0 mm balloon was used. The balloon burst at 8 atm of pressure. Angioplasty stent completed successfully.